Event description:
It was reported that pump displayed malfunction alarm with code ¿malf 0¿ and later a button alarm, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was instructed and assisted with resetting pump while it was charging, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if any malfunction alarm returned, which customer acknowledged and understood.